Event description:
It was reported that an ilet charging pad displayed a single blink of the indicator light and did not charge the ilet despite correct face-up placement and removal of the clip. No adverse clinical symptoms reported during the event. Outcomes included user education and restoration of charging by using a different charging pad without medical intervention. Customer care provided guided troubleshooting and functional testing by swapping to another charger. Investigation of this case revealed a malfunction of the original charging pad, while the ilet and alternate charger functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was a faulty charger.

Manufacturer narrative:
Initial.